Event description:
Healthcare professional reported injecting a patient with unspecified juvederm into the top lip for "extra fullness and to disguise scar on lip." Four months later, patient had a "full face fractional resurfacing" to "help all over skin texture." Another 4 months later, the patient contacted the clinic and noted that their lip "had become swollen, 1 day." There was no pain and that the lip was "just puffy." Patient was advised to use "steroid cream 1% hydrocortisone, " zyrtec, apply "firm pressure" and ice. Symptoms are still ongoing.

Manufacturer narrative:
Unique identifier (UDI) #: not applicable. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "swollen and puffy" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.